Event description:
It was reported that the user experienced nocturnal hypoglycemia with a lowest recorded blood glucose of 55 mg/dl, slept through urgent and low-glucose alarms, did not treat at the time, and later noted recovery without intervention upon reviewing device history. Symptoms included hypoglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization.

Manufacturer narrative:
Investigation included complaint review, device history review if available, and user education or troubleshooting regarding alarm response and hypoglycemia recognition. Investigation of this case revealed a cause could not be determined. It was concluded that the event was user-noted hypoglycemia with unclear cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.